Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00787. This report is being submitted as additional information. (B)(4). Approximate age of device ¿ 6 years. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that could have contributed to the driveline fault events that were confirmed through the evaluation of the submitted log files. Electrical continuity testing of the returned driveline was conducted and the yellow wire produced an open circuit. All other wires were found to be electrically intact. No other wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The pins of the metal connector appeared free from deformation. Examination of the driveline upon removal of the rescue tape repairs revealed small tears to the outer silicone jacket, approximately 2.5¿ and 2.75¿ from the metal connector. Upon removal of the silicone jacket and clear bionate layer, shield breakdown was observed approximately 2.25-3¿ from the metal connector. Visual inspection of the wires found the yellow wire to be completely severed approximately 2.5¿ from the metal connector. The yellow wire redundantly supports motor phase 1. The observed wire damage appeared to be the result of repetitive flexing. The fractured inner conductors of the yellow wire could have resulted in the driveline fault alarms that were confirmed in the submitted log files. Furthermore, this damage could have resulted in the pump stops and hazard alarms that occurred while the patient was supported by the power module on (B)(6) 2013 if it were present during that event (refer to complaint#(B)(4)). The patient remains ongoing on heartmate ii lvas, serial number (B)(4) and no additional complaints have been reported at this time. The implant kit was shipped with heartmate ii lvas patient handbook. This handbook contains a section on ¿caring for the percutaneous lead;¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The implant kit also contained heartmate ii lvas IFU. Sections 17.1 and 17.3 of this document discuss wear and tear to the percutaneous lead. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that driveline fault alarms occurred. An issue was suspected with the percutaneous lead (driveline). X-rays of the driveline were unremarkable. A driveline replacement was successfully completed. The patient was asymptomatic. No further information was provided.